Event description:
The customer contacted stryker to report that their device would not power on when pressing the on/off button. After about 10-15 attempts the device finally switched on and has been working perfectly ever since. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicated: stryker evaluated the customer's device and confirmed the reported issue. Stryker observed that the device's on/off button must be pressed firmly before the device switches on. When pressing lightly, the device cover will open without powering on the device. The device was determined to be unrepairable. The customer requested the device be returned to them unrepaired. The cause of the reported issue is a faulty on/off button. Section h11 of the initial medwatch report should have indicated: stryker evaluated the customer's device and confirmed the reported issue. Stryker observed that the device's on/off button must be pressed firmly before the device switches on. When pressing lightly, the device cover will open without powering on the device. The device was determined to be unrepairable. The customer requested the device be returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on when pressing the on/off button. After about 10-15 attempts the device finally switched on and has been working perfectly ever since. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Stryker observed that the device's on/off button must be pressed firmly before the device switches on. When pressing lightly, the device cover will open without powering on the device. The device was determined to be unrepairable. The customer requested the device be returned to them unrepaired. The cause of the reported issue is a faulty on/off button.